Event description:
This case was initially received via regulatory authority ((B)(6)) on 18-sep-2018. This spontaneous case was reported by an other health professional and describes the occurrence of fallopian tube perforation ("submucosal perforation of left tube") and pelvic pain ("pain on left side") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required) and metrorrhagia ("metrorrhagia"). The patient was treated with surgery (bilateral salpingectomy via laparoscopy) and surgery (bilateral salpingectomy via laparoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, pelvic pain and metrorrhagia outcome was unknown. The reporter provided no causality assessment for fallopian tube perforation with essure. The reporter considered metrorrhagia and pelvic pain to be related to essure. Incident : no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on 18-sep-2018. The most recent information was received on 25-sep-2018. This spontaneous case was reported by an other health professional and describes the occurrence of fallopian tube perforation ("submucosal perforation of left tube") and pelvic pain ("pain on left side") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required) and metrorrhagia ("metrorrhagia"). The patient was treated with surgery (bilateral salpingectomy via laparoscopy) and surgery (bilateral salpingectomy via laparoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, pelvic pain and metrorrhagia outcome was unknown. The reporter provided no causality assessment for fallopian tube perforation with essure. The reporter considered metrorrhagia and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-sep-2018: quality-safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.